Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). It was noted that the patient had a tortuous anatomy. During the procedure, the physician had difficulty detaching a ruby coil using a handle during the first attempt. After several attempts, the proximal end of the ruby coil pusher assembly became partly fractured inside the handle. Therefore, the physician opened a new handle and successfully detached the ruby coil on the first attempt. The procedure was completed using the second handle and additional ruby coils without further issue. It was reported that the first handle did not make the regular clicking sound and its effect on the ruby coil wasn¿t really good. There was no report of an adverse effect to the patient.